Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient dropped the monitor on her foot, and it bruised. The patient confirmed her foot improved and is no longer bruised. The patient also reported that the she has open sores under the breast and applied medline remedy skin protector to the sore. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the physician provided the patient a medication for the skin irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.